Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she ran a control test on the contour next ez meter and obtained a reading of 9.2 mmol/l at 4:07 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips for evaluation. The suspected contour next control solution was not returned and lot # 0bv2d20 as provided by the customer was found to be invalid. Therefore, the in-house contour next control solution from lot # 9bv2g49 was used to perform in-house testing. The returned meter was tested with the returned test strips and in-house control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly marked as control tests in the meter's memory.